Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgical staff noticed arcing through the tip cover accessory installed on the monopolar curved scissor (mcs) instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Engineering observed a hole burnt through the silicone portion of the tip cover. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is approx .510 inches above the silicone to sleeve interface.